Manufacturer narrative:
Further information was requested but not received the device was returned following a patient death. The device was above eri and an ate test was performed. The device passed all ate tests and showed no abnormal device function.

Event description:
Related manufacturer reference number:2017865-2022-02745, 2017865-2022-02746, 2017865-2022-02747. It was reported that the patient deceased. There is no allegation from a healthcare professional that the death was device related. The cause of death was heart disease. No additional information was reported.

Manufacturer narrative:
Further information was requested but not received the device was returned following a patient death. The device was above eri and an ate test was performed. The device passed all ate tests and showed no abnormal device function.

Event description:
Related manufacturer reference number:2017865-2022-02745, 2017865-2022-02746, 2017865-2022-02747. It was reported that the patient deceased. There is no allegation from a healthcare professional that the death was device related. The cause of death was heart disease. No additional information was reported.